Event description:
Mlc update does not invalidate dose: "a sum plan was made on eclipse version 8.0. One of the plans in the sum plan was a breast plan with two tangential fields. In this plan the two fields contain a mlc that's being put manually (no 'fit to structure, no 'fit and shield'). When selecting this breast plan in field setup, the customer changed the leaf positions of the mlc of the second field (12te). When changing this, the dose distribution didn't disappear. Even when closing the leafs of the mlc completely manually, the dose distribution maintained. No warning was given that they have to recalculate the fields". No pt injury reported, and no pt data provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.